Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed/ will be performed. Stoma site infection is a known complication of a peg tube. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2018, the patient experienced stoma site infection with (B)(6). The patient was treated with oral clindamycin and recovered on an unknown date. The patient was not hospitalized and there were no further additional treatment.